Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, presenting a gradual increase with measurements above 3000 ohms. Programming enhancements were performed. The lead was reprogrammed to unipolar mode which yielded in range measurements. Approximately five years later, this rv lead was replaced and surgically abandoned during a scheduled replacement of the associated pulse generator. Additionally, a lead fracture was noted. No additional adverse patient effects were reported.